Event description:
It was reported that the user, supported by company personnel, was unable to attach the infusion connector to the ilet while a cartridge was seated, with multiple connectors from different lots failing to engage the pump threads despite repeated dry supply changes, rewinds, and reattempts; a replacement ilet was issued, and the user was advised on shutdown and data handling. Symptoms included no adverse clinical effects and no impact on blood glucose as the user transitioned to backup therapy. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and education, review of user technique, and arrangement for device return for inspection. Investigation of the returned device revealed a suspected mechanical interface issue at the connector-to-pump thread engagement involving the pump body connector component, with no evidence of user harm and with successful mitigation via backup therapy.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.